Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty filling the cartridge. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, customer was advised to insert the syringe in the middle of the septum and was able to fill the cartridge successfully.